Manufacturer narrative:
G4:08dec2020. B4:15dec2020 . The field service engineer (fse) replaced the power switch overlay to address the reported issue. The unit tested and calibrated passed. Unit was release for use. A similar investigation was performed it was identified that excessive engagement or pressure contact over the light emitting diode (led) while attempting to engage the switch due to the proximity of the led to the switch may cause a separation of the led to the encapsulant. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 28oct2020.

Event description:
The customer reported that the unit failed with alarm light emitting diode (led) failed. The customer reported that the unit was not in use on patient. The customer contacted product support and requested for service repair.